Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion and opening on anterior. Leak test and microscopic analysis was performed which identified: crack opening and crease smooth opening. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. An opening crease smooth on anterior assessed as fold flaw opening. Wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Healthcare professional additionally reported "longitudinal defect in implant probably relating to fold."